Event description:
During laparoscopic cholecystectomy procedure, surgeon noted that the cassa grasper he was using was broken. When he pulled it out of the trocar, a piece broke off and was found. When comparing the broken instrument with one that was intact, it was noted that the other piece was missing. Found on x-ray.